Event description:
It was reported that patient may undergo surgical intervention to replace the ipg. The reason for the replacement is currently unknown.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Event description:
Additional information received identified that the ipg was electively replaced for upgraded technology and is not reportable at this time,